Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Vessel and aneurysm morphology at the time of implant are unknown. Currently the vessel morphology was reported as the aortic neck is 29 mm in diameter, 50 degree aortic neck angulation, and disease progression with aortic neck dilatation. A recent CT demonstrated that the bifurcate stent graft has migrated distally 5 cm with a proximal type I endoleak present due to the disease progression. The patient was treated with an endurant aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).